Event description:
Related manufacturer reference number:. 1627487-2019-08764. It was reported that the patient will be explanted and reimplanted by another company. Abbott will not become aware of either.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's stimulation decreases by itself. The patient controller displays "the generator could not deliver desired strength." This issue began for the patient after a surgical procedure. The patient reported that surgery mode was enabled. Lead is showing to have multiple contacts with high impedance. Surgical intervention may take place to address the issue.